Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. A manufacturing failure is therefore not assumed. According to the current data there is no chance of getting any further information like surgical reports, incident description, x-rays or anything else. Without the requested information a detailed investigation is not possible. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: implant failure, loosening of a screw.